Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 700 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. The patient administered insulin and went to the hospital in an ambulance. Once at the hospital, bg levels went down into the 200s mg/dl. The patient was still in the hospital at the time of the call.